Manufacturer narrative:
The device was not returned to edwards for evaluation. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve/ring. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Immediate intervention, either by thrombolytic therapy or valve replacement is required for significant thrombosis. Alternatively, there may be cases where the patient is placed on an anticoagulant to treat thrombosis. Based on the information received the cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
Edwards received notification that this 29mm valve was was noted to have stenosis with two immobilized and thickened leaflets and a thrombus after an implant duration of no longer than 1 year and 8 months. The issue was observed on tee. As reported, the thrombus was 33x20mm of size and located in the continuity of the cusp hanging from the posterior wall of the left atrium with stenosis. This was confirmed by MRI. After anticoagulant treatment, the last echo shown a thrombus of 30x17mm. Right temporal subdural hematoma of 7mm was also seen at the last cerebral CT scan.

Manufacturer narrative:
Updated: a2, a3, d4, e1, f1, f10, g4, h6.

Event description:
Edwards received notification that this valve model 7300tfx29 was was noted to have stenosis with two immobilized and thickened leaflets and a thrombus after an implant duration of no longer than 1 year and 9 months (mfg date 13/04/2018). The issue was observed on tee. As reported, the thrombus was 33x20mm of size and located in the continuity of the cusp hanging from the posterior wall of the left atrium with stenosis. This was confirmed by MRI. After anticoagulant treatment, the last echo shown a thrombus of 30x17mm. Right temporal subdural hematoma of 7mm was also seen at the last cerebral CT scan. Valve remained implanted. Patient was under follow-up with new tte and cerebral tdm appointments scheduled. As per follow-up it was learnt that, as per the surgeon this edwards valve was not involved in this issue. Heparin allergy was stated as the root cause for this case.

Manufacturer narrative:
Reference CAPA-20-00141.